Event description:
It was reported that prior to the implant of this device the device was interrogated to set all nominal parameters. During the interrogation was found that the device's battery was depleted. This device was not implanted and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should this device be returned analysis will be performed and this investigation will be updated.